Event description:
A hospital in (B)(6) reported that during a procedure the screw broke during insertion. The shaft of the screw remains in the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states. Without a lot number the device history records could not be reviewed. The investigation of the complained screw, only the head was supplied, shows no irregularities. The surfaces of the cross sections are homogenous which indicates material conformity as well. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. We are aware of the fact that these are delicate screws; nevertheless we suppose that simply too much applied mechanical force well beyond its calculated design caused the breakage, possibly hard bone or insufficient pre drilling.